Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative indicating that troubleshooting done involved impedance checks being done. The open circuits were discovered right before battery change. The cause of the open circuits was not determined. The impedances came down about half after the battery change as reported. The device that was replaced was discarded. The provided information was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that contact 6 showed open circuit at 40000 ohms. No environmental/external/patient factor may have led or contributed to the issue. It was discovered before the battery was replaced. The newly implanted rc showed lesser impedances of about 23000 ohms on the same contact. The issue is not yet resolved. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37612 lot# serial# (B)(4) implanted: 2018-(B)(6)explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that contact 6 had an open circuit with impedances over 40,000 ohms. There were no factors that led to the cause of the impedances. The issue was resolved at the time of the call. The information was confirmed with the physician/account and no further information was known. No surgical intervention had occurred. There were no further complications reported.